Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating while in use. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing could neither confirm nor reproduce the reported ventilation stopping unexpectedly. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed concludes that the risk associated with the use of the device has not changed and remains acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating while in use. There was no patient harm or serious injury reported as a result of this incident.